Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) prof. Dr. (B)(6) which translates to (B)(6) prof. Dr. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. The unit was tested and all tests passed. The unit was ran for 1.5 hours with a trainer. There was no malfunction during this time. The user was then given a day to see if the issue occurred again. The logs showed a helium leak, but the device would not start. The unit worked after turning it on and ran for almost 10 hours. The safety disk was replaced as it had last been changed five years ago. The 5000 hour maintenance kit was replaced as a precaution. All functional and safety checks were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.